Manufacturer narrative:
The matter is currently involved in litigation and being handled by the (B)(4) legal department. If further information becomes available, a supplemental report will be submitted as necessary. Matter is in litigation.

Event description:
It was alleged via notice of claim that a patient was injured by a stryker bed during labor and delivery admission. No details regarding the alleged injury or any product malfunction were reported.